Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of erroneous results for 1 patient sample tested for free thyroxine (ft4 ii). The erroneous results were not reported outside of the laboratory. The initial ft4 ii result from the e601 analyzer was 26.77 pmol/l. The sample was repeated and the result was 28.03. The sample was also tested by the vitros method and the result was 8.4 pmol/l. No adverse event occurred. The e601 analyzer serial number was (B)(4).

Manufacturer narrative:
The sample was submitted for investigation. An interfering factor was not identified. Further clarification of the differences between the roche method and the vitros method is not possible with available methods. A specific root cause could not be identified. Based on the information provided, a general reagent issue can most likely be excluded.